Event description:
The customer reported the foot switch and manual switch were inoperable. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.